Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of smart remote manager hasp. A field service engineer reinstalled hasp to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had smart remote manager failure. The customer stated that the smart remote manager was in loose connection, the user had to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.